Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated. The over temperature alarm was triggered and a defective pcb was found to be at fault. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was implicated in the following event: after the fluid warmer was threaded and ready it was turned it on. Immediately the appliance smells burnt, an alarm goes off and the temperature symbol lights up. The fluid warmer is immediately switched off and the operator feels that the "heating tube" on the set is very hot. The operator confirms that the fluid warmer was connected to the patient, and the infusion started, but as soon as the alarm went off, the infusion was stopped and the device was disconnected. The site switched to the other heater the company has and continued. At the time of writing, it is orally indicated that everything has gone well with the parties involved. There were no reported adverse events.